Event description:
Reportedly, for the last 2 years, the ventricular impedance was > 3000 ohms. During box replacement (rrt), the impedance is measured with the psa, and the value around 500 ohms. When connecting the lead to newly implanted teo dr, the ventricular impedance measured with orchestra is similar to the one from the psa. It is concluded that the lead is working properly. Dr. Igual is asking: 1) the reason for the high impedance for 2 years? 2) why the device works correctly despite the high impedance? Dr. Thinks v lead is working fine, and thinks that the pacemaker was not able to properly read the impedance.

Manufacturer narrative:
The laboratory test of the retuned device (esprit) didn¿t reveal any anomaly. The review of provided data of 28 august 2023 highlighted a possible ventricular lead issue. - the ventricular unipolar impedance measurements higher than 3000 ohms may show a conductor fracture on the ventricular lead; - the huge and non-physiological ventricular amplitudes may show a conductor fracture on the ventricular lead; the ventricular lead is xfine tx26d sn (B)(6) is included in the complaint. No general malfunction is suspected on the subject device (esprit). This case is retained and utilized for trend purposes.

Event description:
Reportedly, for the last 2 years, the ventricular impedance was > 3000 ohms. During box replacement (rrt), the impedance is measured with the psa, and the value around 500 ohms. When connecting the lead to newly implanted teo dr, the ventricular impedance measured with orchestra is similar to the one from the psa. It is concluded that the lead is working properly. Dr. (B)(6) is asking: 1) the reason for the high impedance for 2 years? 2) why the device works correctly despite the high impedance? Dr. Thinks v lead is working fine, and thinks that the pacemaker was not able to properly read the impedance.